Manufacturer narrative:
Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for ink splatter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and ink splatter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that before use of the bd vacutainer® k3e 3.6mg plus blood collection tubes there were issues with foreign matter in 170 tubes, 4 tubes being deformed, and 6 tubes with air bubbles. The following information was provided by the initial reporter, translated from (B)(6) to english: black spot in tube x170, deformed tube x4, air bubbles in tube x6.